Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been receiving inadequate stimulation. An impedance check revealed high impedance in relation to the patient's paddle lead. X-rays were taken and revealed the lead to be fractured. In turn, the patient may undergo surgical intervention.

Event description:
Follow-up revealed the patient's paddle lead was explanted and replaced.